Event description:
Biomed at one of the user facilities reported a user interface module touch screen that remains dark during start up. According to the biomed all the other led's are lit, and the ventilator boots up as normal. He requested that the user interface module be replaced under warranty. No patient involvement.

Manufacturer narrative:
(B)(4). Per information provided by the biomed, carefusion technical support shipped the customer a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received on (B)(6) 2015, and is awaiting evaluation. Once evaluated, a follow-up med watch report will be submitted.